Manufacturer narrative:
Zimmer biomet complaint number (B)(4) device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Sterilization record review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the tsvb13 dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the implant at tooth site # 10 was removed due to peri-implantitis. Patient felt pain.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Lot number, expiration date, unique identifier (UDI) number: unknown. PMA/510(k) number: additional numbers: k011028 k013227. Device manufacturer date: unknown. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.